Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a white foreign material inside the jet channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 9 years since the subject device was manufactured. Based on the results of the investigation, and from the images provided, it was confirmed that there was white foreign matter in the sub-water supply channel, but the foreign matter could not be identified. In addition, it is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for foreign matter residues. The root cause of the foreign matter remaining on the device could not be identified. The suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.